Event description:
The physician tried to reposition the coil but could not. He tried to push it and could not retrieve the coil. He tried to push it in and could not, he pulled in the wire again and the coil stretched and detached. He was unable to move the stretched part which remained in the inferior petrosal sinus.